Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The hcp was reading from the doctor notes that the stimulator was no longer working so it was removed on (B)(6) 2012. Notes from (B)(6) 2012 indicated that the patient had chronic abdominal pain and diarrhea. The lead was left in the patient. The event date was asked but unknown. No further complications were reported/are anticipated.